Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges pump delivered a bolus of 10.8 i.u. Without being programmed. Caller reported patient had cramps which are a symptom of hypoglycemia and was taken to the ER where his blood glucose level was 41 mg/dl; treatment received was not provided. Requested return of the alleged device for evaluation.